Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6), 2009. Following her surgery, patient experienced pain and suffering, bodily injury, mental anguish and emotional distress. Patient has not yet scheduled an explantation of the asr hip implant. (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2011.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.